Event description:
Patient with confirmed left ruptured breast implant scheduled for removal with send back of implant to manufacturer. Pathology: received fresh left breast implant 10.0 x 10.0 x 4.0, lot- 34477345, allergan, style scf 240cc.